Event description:
Lead dislodgement was not picked up until following physician saw in the patient in office in (B)(6) 2019. Event date based on data recordings. The lead had wrapped around the device and physician had difficulty getting lead completely out at svc area. Physician chose to replace lead versus reposition.

Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed a deformed and stretched shock coil. It is reasonable to assume that these damages resulted from tensile forces applied during the explantation procedure. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the lead. Subsequent analysis revealed the presence of coagulated blood along the inner coil of the lead which was most likely introduced by means of stylets used during the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.